Event description:
The distal tip of a coronary wire (wiggle wire) broke off inside of a coronary artery. The team tried to multiple techniques to remove the wire, which were all unsuccessful. It was deemed that it would not harm the patient going forward, and it was left within the patient and the procedure ended. The wire was saved and will be sent back to the vendor to determine a potential cause of the failure.